Manufacturer narrative:
Additional information was received that the patient had a questionable infected ipg site. The physician's assistant checked on the notes from the patient's post-op appointment and it did not mention any issues with the ipg site.

Event description:
A report was received that the patient had infected ipg site. No further information was provided.

Event description:
A report was received that the patient had infected ipg site. No further information was provided.